Manufacturer narrative:
Concomitant medical products: 5086mri58 lead. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and sensing integrity counter (sic). It was also noted that the right atrial (ra) lead was experiencing a rise in impedance. Both leads remain in use. No patient complications have been reported as a result of this event.